Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity, liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity, liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, manufacture confirmed the device powers on and provides airflow. During review of the error logs, manufacture determined the device was likely reset prior to manufacture receipt due to having 7508.7 machine hours and 0 blower and therapy hours. There were no errors logged, and care orchestrator data was not available for download. During the investigation, manufacture observed is the keypad on the top enclosure appeared to have potential cracks in it. An unknown contaminant was observed on the top enclosure, rear panel, iso port, and bottom enclosure. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, iso port, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the front panel. What appeared to be insect carcasses were observed on the bottom enclosure and the blower box. The outlet of the blower box was observed to have a keratin-like substance around it. (B)(4)(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box g report source (rfb) has been updated. Box d: has been updated. Box h: evaluation method code, (device) problem code grid (1), evaluation results code and conclusion code grid has been updated.